Manufacturer narrative:
Section b3: correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not conclusively be determined through this evaluation. Per additional information from the vad coordinator, the patient outcome was not believed to be device related and device appeared to operate as expected. No product will be returned. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020, under order (B)(4). Heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists bleeding , renal dysfunction and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient that was implanted (B)(6) 2020 significantly declined on (B)(6) 2020 resulting in reintubation, initiations of continuous renal replacement therapies (crrt), nitric at 20, epi increased to 20, changed back to dopamine at 5 (had been put on dobutamine) and speed changes back to 5100. The patient also ended up on levo/ vaso on (B)(6). Over the course of (B)(6) the patient started making urine, came off pressors completely. The patient rapidly declined again on (B)(6) with acute blood loss over night with hemoglobin drop down to 5. Patient transfused 5 units of packed red blood cells and 2 units of fresh frozen blood. The patient also started to have hypotension requiring max levo and vaso overnight then placed on cardene on (B)(6). The patient's blood pressure, mvo2, cardiac index and pump flow markedly and abruptly decreased despite volume administration (B)(6). Blood pressure settled down in the 20's with loss of pulsatility in the cvp, pa and a line tracing asystole. The patient's pump and ventilator were turned off when the patient expired on (B)(6) 2020.